Manufacturer narrative:
The system was serviced in the field and failed mechanical inspection. The door side wall sensor was previously adjusted by a local representative. However, it was not tightened properly and came loose over time. After re-tightening the side door wall sensor, the issue was resolved. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: none, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door was open on the pendant. The site stated that the pendant showed door open on the pendant. The next step was to adjustment the side door wall switch which had been performed previously by a local manufacturer representative. It was not properly tightened and therefore the door switch was pushed too much to the left and not being pressed. No patient was present at the time of the event.